Event description:
It was reported when the introducer was placed it "sheared/flowered". The device was replaced and introducer placed without event. No patient harm. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported when the introducer was placed it "sheared/flowered". The device was replaced and introducer placed without event. No patient harm. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer returned one peel-away sheath for evaluation. Signs of use in the form of biological material were observed on the sample. Visual examination of the assembly revealed the sheath tip was damaged. The tip was slightly crimped/folded. Microscopic examination confirmed the damage and revealed that the sheath was slightly split along the score lines. The score lines on the distal end of the sheath were split up until 6mm from the distal tip. The sheath body length from the tabs to the distal tip measured 2 3/4" which is within the specification limits of 2 5/8"-2 7/8" per the sheath product drawing. The sheath outer diameter measured .081" which is within the specification limits of .078"-.084" per the sheath extrusion product drawing. The sheath inner diameter at the proximal end measured .066" which equals the nominal value of .066" per the sheath extrusion product drawing. A lab inventory 4.5 fr catheter was inserted into the returned sheath per IFU, which states, "if 130 cm guidewire is used, insert soft tip of the guidewire through peel-away sheath to desired depth. Thread catheter over guidewire and advance catheter over guidewire to final indwelling posit ion using image guidance or fluoroscopy". Despite the damage, the catheter was able to pass through the sheath with minimal resistance. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "grasping near skin, advance peel-away sheath/dilator assembly over guidewire with slight twisting motion to a depth sufficient to enter vessel". The customer report of a damaged sheath was confirmed by complaint investigation of the returned sample. Visual analysis revealed that the sheath tip was split and crimped. Despite this, the sample passed all relevant dimensional and functional inspections, and a device history record review was performed with no relevant findings. Based on the sample received and the customer report it was determined that unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.